Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg such as the camera cable had cut, there was the possibility that this phenomenon was attributed to the communication failure with the video processor due to the failure of the electrical circuit by water ingress from the cutting area of the camera cable. Olympus stated the appropriate handling of otv-s7proh-hd-12e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-12e.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that ¿the endoscopic image was not displayed¿ was duplicated when the camera cable was moved due to the failure of the camera cable by normal wear and tear or the inappropriate user handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the error e311 which indicated the white balance had not been set was displayed and the endoscopic image was not displayed. The user replaced the subject device with another device and completed the intended procedure. There was no report of patient injury associated with the event.